Event description:
It was reported that a spectrum pump would not connect to the wireless network. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The wireless module rec'd inoperable due to a check battery condition. The module failed to pass testing due to a failure on the radio printed circuit board rendering the unit not repairable because the mac address is assigned as product sn. The check battery condition prevents the module's capability to perform as expected ad is a known contributor to the reported symptom. The device was retired.